Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument from the hospital. No information concerning the defect(s) were provided to isi. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event. Customer confirmed that there was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the bipolar pins to be bent. Both the pins were bent at the housing back-end. The instrument passed the electrical continuity test. Failure analysis concluded that the damage was due to mishandling. The distal end of the main tube had scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.